Event description:
It was reported that the right ventricular (rv) lead was experiencing high impedance. The lead remains implanted but was programmed off. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitnat products: kdr901, implantable pulse generator, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2006. (B)(4).